Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician attempted to throw the mesh leg assembly through the patient's right sacrospinous ligament when "about an inch" of suture, with the needle at the end, detached and was captured inside the capio cage. The suture did not fall inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.